Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration and a transmitter failed error were found in connection to the reported allegation for transmitter ID (B)(4). The probable cause of the early sensor expiration was determined to be potential patient misuse which led to an early sensor expiration. The probable cause of the transmitter failed error could not be determined. The reported event of a new sensor message is reportable based on the finding of a early sensor expiration and a transmitter failed error. No injury or medical intervention was reported.